Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was punctured and could not maintain the internal pressure during cuff testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Received one device. Under visual inspection the samples appeared to be in good condition. Inflation test was repeated on returned sample. It was noticed that it is not possible to inflate cuff as it was leaking so badly from tear in pilot balloon. The root cause of the pilot balloon tear could not be identified. Complaint history was checked and there is no signal of similar customer complaints therefore this issue is considered to be isolated incident only.